Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is bieng filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, an additional follow-up report will be filed.

Event description:
It was reported by our affiliate in a foreign country, that the ceramic tip of a vapr side effect electrode broke during use and and may have fallen into the patient's shoulder during surgery. It is not known if all the pieces were recovered. The procedure was extended 2 hours, no adverse effects were reported.